Event description:
A discordant, falsely low anti-thymocyte globulin (atg) result was obtained on a patient sample on the immulite 2000 instrument. The customer had run sample comparisons on immulite 2000 instruments. One patient sample exceeded the allowable percent difference of twenty-five percent. It is unknown if the discordant result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely low atg results.

Manufacturer narrative:
The cause of the falsely low atg result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
Additional information (08/23/13): the discordant, falsely low anti-thymocyte globulin (atg) result obtained on one patient sample on the immulite 2000 instrument (s/n (B)(4)) was an isolated event. There are no reports of additional atg discordant results obtained on the instrument. The immulite 2000 atg assay has met all of its manufacturing specifications. The cause of the discordant, falsely low atg result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.